Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy and incidental cystotomy due to dysfunctional uterine bleeding and genuine stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to foreign body in the vagina. (B)(4).